Event description:
It was reported that an altitude alarm occurred. It was reported that the bg specific value displayed high but was unknown. A correction injection via manual injection was administered to address bg level.reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed.